Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has no lights.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Sieve bed, saturated. Lcd pcb, lights not working. Complaint was confirmed. The underlying cause is lcd pcb lights not working. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the unit has no lights.